Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customers blood glucose level was 100 mg/dl at the time of incident. The customer reported that the critical pump error image was displayed on the screen. The customer stated that the insulin pump motor safety circuit failed test and also another error alarm which is generated when a power failure is detected. Advised to discontinue use of the pump and recommended customer refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.